Event description:
While treating a patient (age & gender unknown) the device failed to discharge via electrode pads. The clinician switched from electrodes to defibrillator paddles and the device failed to discharge. The clinician obtained another device to continue treating the patient. There was no adverse effect to the patient due to the reported malfunction.